Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net with an atrial lead that exhibited under-sensing of p-waves. Programming changes were not recommended or made. The patient was in stable condition.